Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were broken. Two of the rubber feet were missing. Primary audible alarm background test and auxiliary control unit watchdog failure was found in pump event history log. Reported problem was unable to be duplicated during flow and occlusion tests. The root cause of the reported issue unable to be determined. Pump is over 5 years old. Actions were taken to mitigate the reported issue: replaced speaker as a preventative measure. A corrective and preventative action has been opened to address the reported issue.

Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 3500 pumps complaint of acu watchdog failure was revealed in the history log. During occlusion testing this was not confirmed. Physical condition of device revealed two of the rubber feet were missing. Preventative action taken to replace speaker. Complaint not confirmed.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 3500 pumps alarmed acu watchdog failure. No patient adverse event reported.